Manufacturer narrative:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam was replaced to address the issue. In addition, the service center found contamination from dust fail and has a presence of error code e65 err_stuck_encoder_a. The device was scrapped by the service center after the evaluation was completed. Updated the 510k, operator of device, occupation, and report source.

Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam was replaced to address the issue. In addition, the service center found contamination from dust fail and has a presence of error code e65 err_stuck_encoder_a. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction